Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The lot was identified at the conclusion of the evaluation. A visual inspection revealed moderate signs of wear including minor scratches and spots of discoloration. This product was found to have a broken tip; therefore the complaint is confirmed. The most likely underlying cause was determined to be excessive applied force. The non-conformance database was reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects. This is report five of nine for the same event. Reports one through four and six through nine are reported on MFR #0001032347-2016-00605-2 through 0001032347-2016-00608-2 and 0001032347-2016-00771 through 0001032347-2016-00774.

Event description:
It is reported that this instrument's tip broke during a procedure. It is reported that all parts were retrieved and there was no foreign body in the patient. It is reported that the event did not lead to a delay of more than thirty minutes.